Manufacturer narrative:
This (B)(6) year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 50643855) inserted. The report describes a case of device expulsion ("expulsion of left essure device into uterine cavity"). Concomitant products included naproxen on (B)(6) 2012 for procedural pain. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2013, 3 months 21 days after insertion of fallopian tube occlusion insert, the subject experienced device expulsion (seriousness criterion intervention required). The subject was treated with surgery (the device in left tube was removed by operative hysteroscopy and mirena iud placed). Fallopian tube occlusion insert was removed on (B)(6) 2013. On (B)(6) 2013, the device expulsion had resolved. The investigator considered device expulsion to be related to fallopian tube occlusion insert. The reporter commented: subject was instructed not to rely on device due to hsg results. Removal of left device was intended, primary reason for removal: unability to rely. Left device was removed intact. Diagnostic results: on 21-sep-2012: hysteroscopy for essure insertion : procedure time: 5 minutes. Right and left tubal ostiae were visualized, right and left coil ess305 with same lot, left tube trailing coils length: 4, right tube trailing coil length: 1. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device expulsion. The analysis in the global safety database revealed 265 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 17-aug-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This (B)(6) female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject ((B)(6)) had fallopian tube occlusion insert (batch no. 50643855) inserted. The report describes a case of device expulsion ("expulsion of left essure device into uterine cavity"). Concomitant products included naproxen on (B)(6) 2012 for procedural pain. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2013, 3 months 21 days after insertion of fallopian tube occlusion insert, the subject experienced device expulsion (seriousness criterion intervention required). The subject was treated with surgery (the device in left tube was removed by operative hysteroscopy and mirena iud placed). Fallopian tube occlusion insert was removed on (B)(6) 2013. On (B)(6) 2013, the device expulsion had resolved. The investigator considered device expulsion to be related to fallopian tube occlusion insert. The reporter commented: subject was instructed not to rely on device due to hsg results. Removal of left device was intended, primary reason for removal: unability to rely. Left device was removed intact. Diagnostic results: on (B)(6) 2012: hysteroscopy for essure insertion : procedure time: 5 minutes. Right and left tubal ostia were visualized, right and left coil ess305 with same lot, left tube trailing coils length: 4, right tube trailing coil length: 1. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 14-aug-2017 for the following meddra preferred term: device expulsion. The analysis in the global safety database revealed 263 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.